Event description:
It was reported that during procedure, after the fiber was installed and switched from standby to ready. When the foot pedal was pressed, an uncommon noise came from the laser and no energy came from the fiber. The console was shut down and restarted and the fiber replaced. The procedure was cancelled with the patient under general anesthesia. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during procedure after the fiber was installed and switched from standby to ready. When the foot pedal was use, an uncommon noise came from the laser and no energy came from the fiber. They shut down and restarted the console and change the fiber. The procedure was cancelled with the patient under general anesthesia. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.